Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was alarming and turned off completely. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: a2,a3,a4,b4,e3,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they ran testing more than 6 hours with no issues. Device passed the performance and safety checks according to factory specifications.